Manufacturer narrative:
The initial MDR 2517506-2017-00220 was filed on march 2, 2017. Additional information (04/19/2017): the siemens headquarters support center (hsc) reviewed the event. Hsc found an issue with the photometer condition; however, this alone would not have caused the event. Hsc reviewed filterdata and chemdata, which indicated the particle blank and nonspecific readings were normal, which indicated that the reagent and reagent delivery were not likely the cause of this low result. A system check in (B)(6) showed a high standard deviation. Hsc found the reagent probe 2 issues, along with the optics, likely contributed to this outlier.

Manufacturer narrative:
The initial MDR 2517506-2017-00220 was filed on march 2, 2017. Supplemental MDR 2517506-2017-00220_s1 was filed on may 11, 2017. Additional information (01/31/2017): a siemens customer service engineer (cse) was dispatched to the customer site and performed service over multiple visits between january and may. The cse checked the ultrasonic voltage and the dissolved oxygen. The cse performed a periodic inspection and replaced consumable items. The cse replaced the ultrasonic printed circuit board and reagent probe 2 transducer. Quality controls measured as expected. The cse also replaced reagent probe 1 and reagent probe 2 drains, solenoid valves inside each pump unit, sample probe, photometer control printed circuit board, reagent probe 1 transducer, and optical filters. The cse cleaned the windows. The cse repeated ultrasonic voltage and dissolved oxygen checks. The cause of the discordant valproic acid result is unknown. There have been no further occurrences of outliers. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens regional service center (rsc) specialist was dispatched to the customer's site. Rsc reviewed the data provided. Rsc reviewed the chemdata and found one issue in (B)(6) 2016 and one issue from (B)(6) 2017, with no other issues noted. Rsc reviewed the filter data and found multiple issues. Siemens is investigating the event.

Event description:
A discordant, falsely depressed valproic acid result was obtained on a patient sample on a dimension exl 200 instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on the same instrument, resulting higher. The customer tested a new sample on the same instrument, resulting higher than the original result. It is unknown which repeat result was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium, potassium and chloride results.